Event description:
It was reported that this female patient's tka was revised due to pain and synovitis. Tibial component was found loose. Patient left in stable condition with a new tibia implanted with stems and augments, and new 13mm psc insert.

Manufacturer narrative:
Section h10: (d4) catalog number: 02-022-45-3020, serial number: (B)(6), expiration date: 16-jun-2029, unique identifier (UDI) #: (B)(4). (D10) concomitant device(s): a10012, (B)(6) - gps implant kit v2. 02-022-44-3013, (B)(6) - truliant tib imp psc insert sz 3, 13mm. 02-020-11-0230, (B)(6) - truliant ps cem fem ps cem left sz 3. 200-02-35, (B)(6) - three peg patella 35mm. 201-78-15, (B)(6) - holding pin mini sharp point 4 pk. 521-78-23, (B)(6) - threaded pin size 2.3 collared 2pk. 521-78-36, (B)(6) - threaded pin size 5.1 collarless 2pk. 521-78-32, (B)(6) - threaded pin size 3.0 collarless 2pk. 521-78-32, (B)(6) - threaded pin size 3.0 collarless 2pk. (E1) first name: (B)(6) . (H3) the revision reported may have been the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the tibial tray and subsequent pain. However, this cannot be confirmed because the component was not returned for evaluation. (H4) device manufacture date: 18-jun-2019 section h11: *the following sections have corrected information: (d1) brand name: truliant tib fit tray cem sz 3f / 2t. (H6) component code: 4755, part/component/sub-assembly term not applicable.